Event description:
Sales rep called in and reported that the facility had an alleged PICC fracture. The facility stated that the PICC was placed without issue. After CT, they allegedly could not draw blood or flush. The nurse reportedly tried pulling back on the line and at that point noticed the PICC was fractured. They reported 10 cm of line was in the patient and sent the patient to ir for removal. The sales rep reported that the piece was retrieved successfully and that the patient is ok.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rey12279 showed no other similar product complaint(s) from these lot numbers.